Manufacturer narrative:
Phone (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade 3 capsular contracture.

Event description:
Healthcare professional reported "isolated benign cystic", "scattered punctate calcifications, benign in appearance" and "grade 3 capsular contracture with mm", "treatment: capsulectomy and implant exchange with pexy". This record is for the left -side. Device remians implanted.